Manufacturer narrative:
No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power switch was replaced to resolve the reported issue.

Event description:
The hospital reported that the unit would automatically restart causing a loss of mechanical ventilation. There was no report of patient involvement.